Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg was unable to communicate with the external devices during reprogramming session. Reportedly, patient experienced fall two times and had double mastectomy on (B)(6) 2018. Patient lost stimulation and unsure when stimulation was lost. Surgical intervention may be pending.

Event description:
Additional information identified that surgical intervention was undertaken wherein the scs system was explanted due to lack of effectiveness.

Manufacturer narrative:
Corrected data: service app verbiage missing in the initial report. The missing information is included in this report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information identified that manufacturer representative attempted troubleshooting but the ipg was unable to recovered.